Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "pump 1 and pump 2 door do not closed". This condition had the potential to interrupt delivery. This condition was found in the pediatrics department. This event occurred during programming/setup. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged to the pump 1 door was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door latch.